Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that top corners of display screen was cracked. Customer does not know how damage occurred. Customer's blood glucose was between 40 mg/dl and 500 mg/dl. Customer was advised that insulin pump would need to be replaced.